Event description:
Procedure type: unk. Pt gender: laparoscopy. According to the reporter: during utilization, when the collar assembly was tightened, a small screw fell from the device. The metal pin did not fall into the pt abdomen. No pt injury was reported.